Event description:
The pump reportedly went blank and stopped infusing without alarm. It was in home use infusing d5.45ns for hydration at 40ml/hr. The pump reportedly felt warm to touch and it was noted that a battery contact was missing. The home health nurse replaced the batteries and plugged the pump in, but it remained blank without power. A replacement pump was obtained and a delay in therapy of approx 2 hrs occurred. There were no adverse effects to the pt.

Manufacturer narrative:
A massive amount of fluid spillage was found in the battery compartment, inside the pump, in the printer jack, in the motor frame, and on the board. The fluid corroded and broke the battery contacts and damaged the board and keypad. The case assembly was also damaged. The pump could not power on with all the damage.